Event description:
A medtronic representative reported a navigation system caster that was broken. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Replacement caster shipped to site. Suspect device discarded at the site and will not be returned to manufacturer for analysis.